Event description:
It was reported that the asymptomatic patient presented in clinic for a normal follow up. The lead was diagnostically imaged. Externalized conductors were observed. No electrical anomalies were noted. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.